Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing for active exhalation purge and proportional valve. Black wire disconnected from active exhalation module. The active exhalation module was replaced to address the issue. The device passed all testing.